Event description:
It was reported that the insulin pump had an a52 alarm. The blood glucose reading was 9.7 mmol/l. The patient was advised to contact the hospital for a new unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.